Event description:
A 79-yr-old male, end stage renal disesease, was brought to ER after "coding" at private renal dialyis center. Pt had been defibrillated 6 times before arrival to ER. In ER, pt was unresponsive comatose and pulseless. First defib in ER, no change; second defib, the device did not work. Another device was used immediately and worked. However, the pt could not be resuscitated. The machine malfunction did not cause pt's lemise. The pt's prognosis was poor on arrival, and back up equipment was available.